Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was getting off. The customer¿s blood glucose level was unknown. The customer stated that the new battery cap did not resolve the issue. The insulin pump also had motor error in past. The insulin pump alarmed low battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected battery power loss, charge/battery lasts less than expected and motor error alarm due to blank display. Motor passed motor test. (B)(4).